Event description:
It was reported that patient experienced ineffective therapy after a motor vehicle accident. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was involved in a motor vehicle accident the summer of 2021. Afterwards the patient felt pain in their back again. High impedances was identified on all contacts of one of the octrode leads. On (B)(6) 2024 there was no surgery date scheduled. The patient wanted to wait for the next month. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. A DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.